Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. There was no motor error alarm and the device had a cracked battery tube thread, cracked reservoir tube lip and severely scratched display window.

Event description:
Customer's mother reported via phone call motor error on the insulin pump. Customer's blood glucose level was 103 mg/dl. Customer's mother advised that they were changing out the site and reservoir and received a no delivery error as they were speaking to the 24 hour helpline. Customer was trying to complete the rewind process when the motor error alarm occurred. Troubleshooting for the motor error alarm was performed. Customer's alarm history showed a low reservoir as well. The customer was advised that the device would be replaced and agreed to return the product for analysis.